Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Device manufacture date: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd vacutainer® k2 edta blood collection tubes had erroneous results as there was a noticeable volume dependent interferent affecting the ammonia assay. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd had reached out to the customer to gather further information related to the alleged product issue. It was determined during this communication, that the customer was not using the bd vacutainer edta tube for the reported elevated ammonia result, but rather a different tube brand (unspecified brand). If additional information is received from the customer in the future, pertaining to a bd product issue and the current event/failure mode, this complaint shall be re-evaluated.

Event description:
It was reported that an unspecified bd vacutainer k2 edta blood collection tubes had erroneous results as there was a noticeable volume dependent interferent affecting the ammonia assay. There was no report of exposure, serious injury or medical intervention.